Event description:
It was reported that the 9600 system had a data overflow error displayed and poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. There was old stored data deleted during the service call. The system was tested and found to be working as intended, and put back into service.